Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the temp of this insert is 90 degrees and meets spec. The insert was tested for temp on a digital thermometer. ID# (B)(4), due date (B)(6) 2018. Tip fracture after the edm hole towards the tip. Does not meet spec. Insert is beyond useful life.

Event description:
While using a 30k fsi-pwr-1000 insert, the tip was overheating; no injury resulted.